Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the coil was ultimately successfully detached with another instant detacher and was implant ed/placed.

Event description:
Medtronic received a report regarding axium coil instant detacher detachment failure. It was reported that the axium coil instant detacher had a detachment failure. It is unknown how many times the physician attempted to detach the coil with the instant detacher. It is unknown if the physician tried to detach with another instant detacher. There was one manual attempt at detachment via hypotube. The device was prepared as indicated in the package insert. Ancillary devices include a sheath, guiding catheter, and sl10 microcatheter. New information was received. The lot #/ model # of the coil(s) used are unknown. Prior to coil non-detachment, there were no issues encountered. It is unknown if there was pushwire damage observed after removal from the patient. The coil was not able to determine damage since it was placed in the patient's body. When asked if the coil was removed from the patient's body the rep responded the coil was withdrawn due to emergency withdrawal. New information was received. The coil(s) were a medtronic product. To clarify the contradicting information, the situation was as follows: withdrawal was performed several times, but it could not be done, so switched to emergency withdrawal. A new detacher was opened and used for the coils after that. Implanted. The coil was implanted in the intended location.

Manufacturer narrative:
Unknown healthcare professional information not available due to privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.